Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the superior portion of the receiver/stimulator approximately 3 months ago and subsequently led to the extrusion of device. The patient was treated with oral and topical antibiotics, however, the issue did not resolve. Eventually, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.